Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. A physician was to attempt to implant a taxus express2 3.50x12.0mm drug eluting stent at an unspecified lesion location. Upon examination of the stent, it was noticed that the proximal portion of the stent was frayed. Information on when and where the stent damage was noticed was not available. The physician successfully completed the procedure with another of the same device. There were no patient complications.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report. Therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.